Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer reported that they received sensor updating or sensor glucose not available alert and calibration not accepted alert. It was unknown whether the customer using auto mode feature at the time of reported event. No further details provided regarding high blood glucose. Insulin pump will not be returned for analysis.